Manufacturer narrative:
A fragmented cannula wing tab from the event unit was returned to applied medical for evaluation. Visual inspection of the wing tab confirmed the complainant¿s experience. A non-event unit was also returned to applied medical. The non-event unit met current specifications and there were no visible non-conformances. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: "trocar kit #1 is used. When trocar #11 is used, a piece of the same material falls into the patient, and the piece is successfully extracted." Product is available for return. Intervention: the piece was successfully extracted. Patient status: unknown.